Event description:
Procedure type: gastric bypass. According to the reporter: the needle loosened from strand on v-loc when it was going to be put down the trocar. They noticed on the screen when they see the v-loc inside the patient that there is no needle. Due to that, the needle which loosened from strand first could not be found. They had to bring x-ray machine into the operating room and x-ray the patient. They were afraid that the needle was inside the patient. Finally they found the needle outside the patient. The case was not extended by more than 30 minutes. No harm to patient. This was the second time this happened (both from the same batch).

Manufacturer narrative:
(B)(4).